Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that when the catheter was removed from the preface sheath the luer hub came off. During the first visual inspection, the brim cap was no longer attached to molded hub. In addition, the sheath was bent about 11.7 cm from distal end of tip. However, when the preface sheath was received for analysis it was noticed that the brim cap was attached to the molded hub. No external damage was observed. In addition, the internal diameter of the preface sheath was measured and it was found within specifications. The device history record (DHR) could not be reviewed since the lot number was not reported by the customer. The customer complaint has been verified. However, it remains unknown how the brim cap detachment occurred.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with preface sheath and a brim cap detachment occurred. When the catheter was removed from this preface sheath, the luer hub came off. The procedure was completed without patient consequence. Multiple attempts were made to obtain clarification to this complaint. However, no further information has been made available. The bwi failure analysis lab received the preface sheath and noted the returned sheath condition of the brim cap was no longer attached to the molded hub. Also the sheath was bent about 11.7cm from the distal end of tip. Upon request, additional information was provided on the event for the returned catheter condition of the bend discovered upon receipt of the catheter. There was no difficulty in removing the catheter. The bend was not noted prior to use, upon withdrawal or before sending back. The physician believes the bend may have happened during shipping because he did not notice any bend. The bend is not indicative of a reportable event. Since the brim cap was detached, this is indicative of a reportable issue.